Manufacturer narrative:
The complaint device has not been returned to (B)(4) for evaluation. No further information has been provided regarding the event or the device. This tip break failure on cp90 electrodes was investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes were implemented. However, without physically examining the device, this root cause cannot be confirmed on this device. A batch record review has been conducted and our results indicate that this batch of product was processed with and unrelated ncr with no link to this complaint and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. The observed complaint rate is well below the expected rate per the risk assessment. (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
During a procedure a piece of the device (something on the front) broke off. It fell into the patient and couldn't be retrieved.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection revealed that the device appears in a used condition with the active tip showing signs of activation. The active tip is missing from the distal assembly and the section of the active suction tube has eroded during use. No electrical and functional testing could be completed due to the device damage. It can be confirmed that the active tip has detached from the device. Given the evidence presented, a reason for this occurring is unknown. It is a possibility that the suction tube has eroded at the juncture between itself and the active tip. A supplier CAPA has investigated this failure further. Root cause: the weld bridge on the active tube is not providing sufficient weld material/retention, mechanical fatigue due to stress corrosion, and misuse. Corrective action: re-design of lower handle to improve potting and curing of glue. A batch record review has been conducted and our results indicate that this batch of product was processed with and unrelated ncr with no link to this complaint and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. The observed complaint rate is well below the expected rate per the risk assessment. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).